Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable broke and a piece was stuck in the usb port. There was no impact to the customer's blood glucose level. Customer removed the piece of the usb cable from the usb port.